Manufacturer narrative:
The cause of the falsely elevated pt-inr results is unknown. The pattern of elevated results on multiple samples over multiple days from the same patient is suggestive of a patient specific sample abnormality. The customer performed mixing studies and still obtained no coag flagged results. Customer non-standard use contributed to the issue. No coag flagged results were reported as greater than the numerical value of the laboratory upper limits. Per the ca series checking methods and evaluation guide, numerical results should not be reported for no coag flagged results. The dade innovin(r) instructions for use states: "many commonly administered drugs may affect the results obtained in prothrombin time testing. This should be kept in mind especially when unusual or unexpected abnormal results are obtained. Unexpected abnormal results should be followed by additional coagulation studies to determine the source of the abnormality." There was no indication of instrument malfunction and qc testing results were within laboratory ranges on all testing dates. The instrument and reagent are performing within specifications. No further evaluation of the devices is required.

Event description:
Falsely elevated prothrombin time (pt-inr) results were obtained on a patient's samples run with the dade innovin reagent on the ca-1500 instrument. The results were reported to the physician who questioned the results. Samples were run on an alternate instrument system with an alternate methodology and lower results were obtained. Patient treatment was prescribed on the basis of the falsely elevated prothrombin time (pt-inr) results. Mephyton (vitamin k) was administered to the patient. There is no indication of adverse health consequences to the patient on the basis of the falsely elevated prothrombin time (pt-inr) results or mephyton administration.